Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The insulin pump had buttons were not working, the screen was cracked and had a motor error alarm. The customer blood glucose level was 600 mg/dl. Customer stated that insulin pump was exposed to moisture possibly and time still advanced. Customer did not wanted to troubleshoot for the other issues he was had customer wanted to keep his insulin pump. The device will be returned for analysis.